Event description:
It was reported that during device evaluation conducted at the manufacturer facility the device would run-on. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.